Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of device revealed multiple episodes of noise on the ventricular lead. Noise was not reproducible with isometrics. No intervention was performed, the patient is not pacemaker dependent. Patient was in stable condition.